Event description:
Pt had bilateral breast augmentation in 1987. Developed capsular contracture, fatigue, joint pain and other symptoms necessitating removal. Upon removal, confirmed rupture of left implant. Ue, joint pain and other symptoms necessitating removal. Upon removal confirmed rupture of left implant.